Manufacturer narrative:
Concomitant medical products - product was received and returned on (B)(6)2018. The device was returned and evaluated. Visual and microscopic inspection found the returned implant to be broken at the neck of the implant. The entire head of the mini implant was missing. Bone debris was observed on the implant. The threads of the implant were intact. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. While the root cause could not be explicitly determined, the probable causes could be an undersized osteotomy site that was preprared prior to implant placement or high insertion of torque was applied during implant placement. Per IFU's recommendation, "... For immediate loading of the implant, final toque at seating should be 30-35 ncm minimum; however, exceeding 45 ncm torque during implant placement is not recommend. Excessive insertion of torque may result in implant fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
At this time we are pending the receipt/return of the device, once received an investigation will be conducted and a supplemental report will be submitted. Patient's race: not provided, but is of spanish descent.

Event description:
It was reported that a mini-o ball implant fractured during placement on tooth # 29, oral surgery forceps were used to remove the remaining implant. Patient is in good condition. There was nothing abnormal noted with the implant itself and it was reported that there was no patient injury nor clinical issue.